Event description:
In (B)(6) of 2013, five and a half years after implantation of the essure coil I began to have bloating and pressure in my lower abdomen. After many doctors appointments and no solutions to the cause, I began having debilitating pain in my lower abdomen with the most severe pains on my right side where my fallopian tube/ovaries would be located. These pains started in (B)(6) of 2013. These pains and swelling would become significantly worse after any exercise or jarring movements. Running would cause so much swelling in my abdomen that I looked 4 months pregnant accompanied with crippling pain. During this time, I developed significant insomnia, anxiety/panic attacks, and sensitivities to chemicals that I did not have before. After many visits to my primary care physician and my gynecologist to rule out any other possibility including having a colonoscopy and laparoscopic exploratory surgery. After finding no cause of symptoms, I had a double salpingectomy to remove my tubes and coils. Since the removal on (B)(6) 2013, all of the previously stated symptoms have diminished. No more debilitating pain in my abdomen, swelling or bloating, panic or anxiety attacks, or insomnia.